Event description:
Manufacturer received a copy of a facility med watch report that indicated a resident was found expired with their knees on the floor and their head between the side rails of the bed.